Event description:
Reportedly, drift of arterial pressure at monitor (white output).

Manufacturer narrative:
Eval summary: received flotrac sensor without attached component. Zero-stopcock was completely broken and missing from the unit. It was not able to test for pressure drift since the unit was damaged and not in testing condition. However, electrical testing showed that the pressure monitoring transducer seemed to be intact. Both input impedance (2087 ohms) and output impedance (298 ohms) were within specifications per dfu. No visible defect was observed from dpt cable connector.